Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin fill estimate gauge was observed to remain static at an inaccurate amount. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the insulin gauge corrected to an accurate amount and began to deplete as expected.